Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
On an unknown date in 2007 it was reported that the patient fell on her tailbone on a trampoline. The patient underwent x-ray and MRI. The doctor reported that the patient¿s 5th lumbar was fractured and recommended surgery to put screws in. Doctor performed a bilateral percutaneous direct pars repair at l5 on patient in which rhbmp-2/acs was used. Post-operatively, the patient experienced extreme pain, much worse than the pain she experienced prior to surgery. Patient¿s incision became infected, but they eventually healed. During follow-up visits patient was told that her soreness and stiffness were things she would just have to live with. Patient¿s pain continues to increase. Patient has difficulty performing physical activity, standing on her feet for long periods of time, difficulty working a job, and difficulty performing daily household activities. Patient has tried physical therapy to manage her pain, but has not been able to complete it due to her pain. Patient relies on pain pills to cope with her pain. Patient underwent MRI and doctor informed her that she suffered from degenerative disc disease at the l3 and l4.